Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced on going blood glucose levels of 200 mg/dl. During system check with tandem technical support, air bubbles were observed. Reportedly, tandem technical support informed the customer to change the infusion site to resolve the issue.